Event description:
It was reported that this right atrial (ra) lead recorded pacing impedance measurements greater than 2500 ohms, which is high out of range. In addition, oversensing and low amplitude r-waves were observed. Further lead assessment was recommended. The lead remains in service. No adverse patient effects were reported.